Manufacturer narrative:
Patient weight changed from (B)(6).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to filing the initial medwatch report, a user facility medwatch was received.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the left anterior descending (lad) artery. An unknown stent had been previously implanted, and was flared and not fully opposed to the vessel wall. The 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced, but could not cross due to the anatomy. When attempting to remove the sds, resistance was noted. The sds was pulled back and forth, but the stent dislodged. The stent was attempted to be snared, but was not successful. The sds balloon was advanced to oppose the stent to the vessel wall, but the balloon could not cross due to the anatomy, and this was not successful. The stent remains in the lad artery, stuck in the calcium. No additional information was provided.

Manufacturer narrative:
(B)(4).